Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle the drug didn't come out.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. The complaint could not be confirmed and a root cause could not be determined as a result. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle the drug didn't come out.